Manufacturer narrative:
(B)(4).

Event description:
The patient has good pain coverage with no complaints of stimulation. The battery needs replacement due to elective replacement indicator (eri). Low out of range impedances were found, less than 50 with: 5 <(>&<)>6, 5<(>&<)>7, 6<(>&<)>7, 8<(>&<)>12, 8<(>&<)>14, 11<(>&<)>14 and 12<(>&<)>14. The electrode pairings that are less than 50 are not used with the patient¿s preferred programming and the device was able to be reprogrammed around them. The diagnostic testing and troubleshooting performed were impedance testing and reprogramming. No patient symptoms or complications were reported; the patient was doing great. It was noted the patient has fallen a few times but it is unknown if this was in association with impedances. Eri was reported to be normal and they plan to replace the battery. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: 2009-(B)(6), product type: lead. Product ID: 3708140, serial# (B)(4), implanted: 2009-(B)(6), product type: extension. Product ID: 3708140, serial# (B)(4), implanted: 2009-(B)(6), product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: 2009-(B)(6), product type: extension. Product ID: 3708140, serial# (B)(4), implanted: 2009-(B)(6), product type: extension. (B)(4).

Event description:
It was further reported that as of (B)(6) 2015, the replacement had not been scheduled. The patient was aware the device was near end of service, but therapy was still effective. The patient was pleased with her therapy at the the last service appointment.